Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient received radiation therapy, an in-clinic interrogation showed the patient information and trend data was corrupt. The information was re-entered and a repeat transmission confirmed appropriate device functionality. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.